Event description:
A report was received that the patient was not receiving stimulation. The physician, after reviewing the patient's x-ray results, believes that the lead is broken. The physician replaced the lead as one of the two proximal ends was broken.